Event description:
In 2008, the lay user/patient contacted lifescan alleging a test port-strip issue with onetouch utlramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The medical affairs specialist (mas) was unable to correspond with the patient by phone. The mas mailed a letter to the patient on june 11, 2008. The patient tests her blood glucose 4 times a day. She manages her diabetes via lantus 23 units and humalog on a sliding scale. The patient stated that the issue with the meter began 4 to 6 weeks prior to contacting the lifescan. The patient continued taking her usual diabetic medications following the issue. At an unknown time, the patient reportedly experienced symptoms of "low sugar and shakiness" suggestive of hypoglycemia. The patient reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment for the diabetes. She was not tested on any other meter. During the troubleshooting, the cca found out that this was not a new product. The issue was not resolved during the troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly experienced symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.